Event description:
A 61 year old male undergoing support with an impella rp flex for acute myocardial infarction and cardiogenic shock (ami/cgs) experienced multiple clinical and device related events during support. Based on the reported information, the patient experienced hemolysis, access site bleeding, and product damage involving sterile sleeve detachment while on rp flex support. Although hemolysis and bleeding were noted, it remains undetermined whether these events were directly attributable to device performance, patient condition, or procedural interactions. The pump has been returned for evaluation, and additional analysis¿including device inspection and data download¿will be required to further assess potential contributing factors. The patient remained on impella support at the time of case closure. Bleeding and hemolysis are consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. The cause of the access site adverse event was likely due to an unintended use related issue as evidenced by clinical information. The cause of this issue was unable to be determined as limited information regarding use of the device was provided. The cause of the placement signal issue was not established as there were no related defects on the returned device and no data logs were returned for analysis. The cause of the issue was likely biomaterial as evidenced by returned product confirming biomaterial wrapped around impeller.

Manufacturer narrative:
Section b5, and h6 were updated as it was inadvertently missed in the initial report.

Event description:
Updated clinical narrative: a 61 year old male undergoing support with an impella rp flex for acute myocardial infarction and cardiogenic shock (ami/cgs) experienced multiple clinical and device related events during support. Based on the reported information, the patient experienced hemolysis, access site bleeding, and product damage involving sterile sleeve detachment while on rp flex support. Post procedure the scrub was pulling back the drape they tugged on the rp and this seemed to cause the left groin site to start bleeding. Likely dislodged the hemostatic suture and or the clot that had formed there. They placed new suture but until arrival in cicu was still oozy. When repositioning the rp flex, the clinician was explaining to the dr how to loosen up the tuohy borst that loosens the back end of the sterile sleeve so they could get more slack in the sterile sleeve to pull the rp flex back. They very slightly touched the sleeve and it disconnected from the plastic housing. They placed a tegaderm to keep it together and to maintain sterility. While on support crrt was started, within 20 seconds of initiating placement signal unreliable alarm started with ps ¿/¿, confirmed placement with cxr, position unchanged from 1130 cxr. Occasionally ps would reappear with values 40-50/30s as before but would ¿- out within 10 seconds. The field representative responded this did resolve later that day, there was no interference or ps discrepancy. It remained appropriate for the remainder of the patient¿s care. Hemolyzed labs hemolysis and bleeding were noted. Sustained low efficiency dialysis (sled) was initiated.